Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump's screen was unresponsive. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support instructed the caller to try various troubleshooting steps, which were unsuccessful, leading to the decision to replace the pump. The customer was informed about using multiple daily injections as a backup and received instructions for returning the malfunctioning pump and proceeding with the replacement.